Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing episodes were observed. Review of electrogram noted low level, high frequency noise that was inhibiting pacing suggestive of myopotential oversensing. Recommended programming changes were not made. Patient was stable and will be monitored with routine follow-up.